Event description:
It was reported that the patient's implantable neurostimulator (ins) "suddenly stopped working." When the patient met with their surgeon two days later, the ins was found to be working properly with normal impedances and no reprogramming or surgical intervention was needed. The patient will keep a diary to document any changes in therapy.